Event description:
After medical review on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial report: this non-serious spontaneous case was reported by a physician via sale force and was forwarded by affiliate (B)(4) with additional info via the company medical device officer in the form of a pharmaceutical technical complaint (ptc) (B)(4). This case involves a female pt (age unspecified) who was treated with poly-l-lactic acid (sculptra) 2 sessions in 2011 with one in (B)(6) 2011 and the other one about one month or one month and a half later, i.e. In (B)(6) 2011). Treatment details in (B)(6) 2011 with dilution volume as bidistilled water 9 ml + lidocaine 1 ml. Amount injected was 1 vial with batch number unk and injection site was neck. Treatment details for the second treatment in one month or one month and a half later with dilution volume as bidistilled water 9 ml + lidocaine 1 ml. Amount injected was 1 vial with batch number unk and injection site was neck. It was reported the same batch number was administered in other pts and no problems occurred. Medical history includes other aesthetic treatments with botulinum toxin in the superior third of the face, hyaluronic acid and calcium hydroxyapatite (dates not reported). The pt had never received any treatment in the neck before the treatment with poly-l-lactic acid and it was the first time the pt received treatment with poly-l-lactic acid. The pt is a healthy person with no autoimmune disorder. The pt was not taking any concomitant medication. In (B)(6) 2012, the pt experienced nodules in the neck. The physician described the nodules in the neck as some nodules (approximately between 10 and 20) that were palpable and visible, of different sizes with all of them were approximately between lentil and chickpea sized. Corrective treatment was given in the beginning of (B)(6) 2012. The physician administered intranodular bidistilled water and lidocaine as well as intralesional corticosteroids. But no improvement of the adverse event was observed after the corrective treatment was administered. Corrective treatment: intranodular bidistilled water and lidocaine, intralesional corticosteroids. Action taken: not applicable. Outcome: ongoing. Reporter's causal assessment: suspect. A pharmaceutical technical complaint (ptc) was initiated with conclusion pending. Complaint sample was not available.